Manufacturer narrative:
Device evaluation visual inspection under a microscope confirms damage to the cutter and proximal end of the metal housing. A 0.014¿ guidewire from the lab was loaded via the distal tip and exited at the proximal end of the housing with no difficulty. No damage noted to the guidewire lumen or metal housing. No biologics present in the housing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a turbohawk atherectomy device during treatment of a calcified lesion in the patient¿s distal superficial femoral artery (sfa). Slight vessel calcification and tortuosity are reported. Lesion exhibited 80% stenosis. IFU was followed. Vessel pre-dilation was performed. Resistance was noted during advancement. It is reported during the procedure the cutter was damaged. Collection tube detached and required retrieval from the patient using a snare. A replacement turbohawk device was used to complete the procedure. The vessel was post-dilated. No further injury reported.